Event description:
It was reported by the customer that a bd pyxis medstation system drawer failed and its impacting medication distribution. The customer stated that drawer has been having issue for 6 months and has recently worsened and requested to replace drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 22-nov-2022 to 21- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced retractors and reseated the row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer failed due to component issue. Field service engineer replaced the retractors and reseated cable to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed and its impacting medication distribution. The customer stated that drawer has been having issue for 6 months and has recently worsened and requested to replace drawer. There were no adverse events or injuries reported based on this incident.